Event description:
While assiting resident from reclining position to an upright position, resident got right finger caught in reclining mechanism of chair, amputating the end of the finger. This required the resident to go to the hospital for treatment of thisdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: design - inadequate. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device use continued with restrictions/limitations, other, other. The device was not destroyed/disposed of.